Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation approximately in (B)(6) 2020. Patient was unable to connect with devices. As a result , to address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.